Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 1/16/97. On 1/21/97 after iabp for about five days, the iab leaked. Blood was noted in the tubing. No alarms sounded. Event complications: unk - rpt'd 2/3/97, 2/28/97. Pt current status: unk - rpt'd 2/3/97, 2/28/97.